Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non sterile palmaz genesis amiia 6.0mmx15mm, 142cm was received coiled and inside a bag. The stent was received separated from the balloon inside a small bag. The balloon appears as if it had been inflated and deflated, also presents the marks of the stent in the balloon. The stent looks as if had been expanded and crushed, stent's struts look separated as a result of the stent's expansion. No other anomalies were noted. The balloon and stent were reviewed under microscope at 16x of magnification; the marks of the stent were confirmed in the balloon and between both markerbands, this means the device passed for the crimping and nesting process. The stent appeared to be expanded and damaged. As part of the investigation of the recent complaint received for stent offset/out of position for the pg on amiia, it was reviewed which controls are in place. And after a visit to the pg on amiia process, it could be found which controls are in placed in order to detect any a stent anomaly before leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent offset/out of position failures were confirmed. However, the exact cause of the stent failure could not be determined; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Refer the mwi's mentioned. Therefore, no corrective or preventive actions will be taken. Although it was reported that the product was not used in the patient analysis of the returned device indicated otherwise. Some of these damages may have occurred during shipping, handling or storage of the returned unit. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
When the case was opened, the stent was crooked and the distal part was slightly bigger and slipped down from the balloon. The physician did not use the stent and used another company`s stent instead.